Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The investigation is ongoing.

Event description:
The following was reported to gore: the patient presented for sfa occlusive treatment. The first 2 gore® viabahn® endoprosthesis were placed without issue. The third gore® viabahn® endoprosthesis was advanced into position and deployment started. The device experienced no expansion and the deployment line broke while being pulled. The doctor was able to back the device back into the sheath and remove it from the patient without issue. Another gore® viabahn® endoprosthesis was successfully advanced and deployed.

Manufacturer narrative:
Corrected data: h6. Results code 2. H6. Conclusions code 1. Additional manufacturing narrative: examination of the returned device revealed the following: -the entire device was returned. -the deployment line appeared to be broken. The section still attached to the deployment knob measured approximately 157 cm, including three single fibers measuring approximately 2.2 cm, 1.3 cm, and 0.4 cm. -approximately 1.9cm of the deployment line was attached to the constraint sleeve including two single fibers measuring 0.3cm and 0.4cm. -the outer braided constraining line was deployed to the tip end of the device. The endoprosthesis was fully constrained by the inner braided constraining line. -the remainder of the device appeared unremarkable. Deployment was able to be continued with traction on the deployment line at the endoprosthesis. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
Medwatch #2017233-2020-00190 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted.

Manufacturer narrative:
Type of reportable event.